Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date) d9 (date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 11, 213, 67) type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The affected sample was inspected upon receipt with no visual anomalies noted. The sample was tested for clotting with bovine blood at 5 l/minute for one hour with 100ml/min air injection with no clotting on the filter observed in the cardiotomy portion of the reservoir. A representative retention sample from the same lot number was obtained, no visual anomalies noted. The retention sample was tested for clotting with bovine blood at 5 l/minute for one hour with 100ml/min air injection with no clotting on the filter observed in the cardiotomy portion of the reservoir. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 6, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date); g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h4 (device manufacture date); h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned, so a thorough investigation could not be performed and a definitive root cause could not be determined. A representative retention sample from the same lot number was obtained, no visual anomalies noted. The retention sample was tested for clotting with bovine blood (hct 35.5%, be -1.5 and 37.1*c) at 5 l/minute for one hour with 100ml/min air injection with no clotting on the filter observed in the cardiotomy portion of the reservoir. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during pre-cardiopulmonary bypass, they noticed latency in the passage of blood in the cardiotomy filter. As per subsidiary before entering extracorporeal circulation with an act value greater than 480 seconds, the issue was observed. The event delayed of 10 minutes the procedure in order to replace the oxygenator. Blood loss can't be quantified. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.